Manufacturer narrative:
(B)(4). Insulin pump passed the sleep current measurement, active current measurement, and the displacement test however, the pump was received with no vibrator response during the self test, fault isolated to the vibrator motor. No unexpected battery power loss noted during testing. The pump was received without the original battery cap. Unable to verify battery cap damage.

Event description:
The customer reported via phone that the insulin pump was not vibrating. Customer¿s blood glucose was 198 mg/dl at the time of incident. Customer was assisted with self test and insulin pump was vibrated during vibrate test. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alert alarm. The insulin pump will be returned for analysis.